Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171574 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 171574, test base part number 195-430h / lot: 169355. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171574 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed the same day and generated a negative result. Pcr confirmation testing was performed on (B)(6) 2021 and that generated a positive result. Per the consumer, she was symptomatic. Per the consumer, there was no harm due to the test results. Additionally, there was no delay or impact in treatment due to test results.